Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. An evaluation of the available device data revealed that the ICD automatically activated the safety backup mode on (B)(6) 2016, as a result of the detection of invalid memory content. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will, by design, activate the backup mode to assure the patients safety. Please note that, while in the safety program, the therapy functionality of the ICD is fully available. In particular, the data documented that, while in the safety backup mode, the device delivered a defibrillation shock on (B)(6) 2016 at 16:35, as mentioned in the complaint description. Based on the available data the root cause for the backup mode activation could not be determined. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause of the backup mode activation could not be determined. However, the presence of external influences cannot be excluded.

Event description:
Patient went to the ER for a perceived shock. Device was in a back up mode upon interrogation. Device did not record any shocks so we are assuming the patient didn't actually get shocked. Device was reinitialized successfully and remains implanted.